Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator for degenerative disc disease/herniated disc pain. It was reported that the patient gained weight and her ins moved. It took the patient hours to charge because she could only get three to four coupling bars. The patient had to push the recharger antenna really hard in order for it to connect. It was also noted that stimulation faded off. The patient was to follow-up with a health care professional. The ins shifted years ago. The trouble recharging and stimulation fading began in (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.